Manufacturer narrative:
Other relevant device(s) are: micra: model#: mc1vr01-delsys, expiration date: 28-may-2020, serial#: (B)(4), UDI#: (B)(4). Device available for evaluation: yes, return date: 08-apr-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun, yes. Mfg date: 08-jan-2019. Labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), an unusual amount of tension was noted when removing the tether. The recapture cup was very close to the ipg and the physician was required to use the delivery system to stabilize the device during the pull. Upon release, there was a visible movement of the ipg but parameters remained stable. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID # mc1vr01-delsys. (B)(4). Product event summary: a partial delivery system was returned and analyzed. The lumen of the delivery system was torn. Blood was observed on the flush port valve of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. Articulation could not be performed due to only a partial delivery system was returned. Deployment test could not be performed due to only a partial delivery system was returned. It is plausible that the tear in the lumen could cause resistance on the tether when pulling that tether out of the delivery system. If information is provided in the future, a supplemental report will be issued.